Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09oct2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the backup battery, as well as the external oxygen sensor, to address and correct this reported event.

Event description:
The customer reported a ventilator that would not operate on backup battery. It was also noted during servicing that the device failed an initial extended self-test due to the ventilator not recognizing the external oxygen sensor. There was no patient involvement / harm.